Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states on (B)(6) 2012 that an rn reported an alarm error 2240 issue occurred on a dialysis machine during drain 4 of 9. The nurse stated that the air might have come from the bags causing the alarm. On (B)(6) 2012, customer spoke to a different nurse who indicated that there was an unk issue with a tenckhoff catheter and it was pulled and replaced. It was also reported that the pt has been continuing therapy on the dialysis machine and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.